Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow-up report will be submitted.

Event description:
It was reported that the displayed spmet reading does not go below 89%. It was noted the expected reading was 101. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The rad-57 device involved in this event was returned for evaluation. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues prior to this event.